Manufacturer narrative:
(B)(4). Medical product: femoral component option for cemented use only size d left, item # 00576401451, lot # 61787905. Headed screw 48 mm length, item # 00579104100, lot # 62524958. Headless screw 48 mm length, item # 00579104200, lot # 62519835. Stemmed tibial component precoat size 3, item # 00598003701, lot # 62436407. Navitracker kt a knee & spine, item # 20800000007, lot # 45292. Cas fixation pin 3.2 d x 150 mm sterile, item # 20800000010, lot # 62409750. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty and approximately six years later the patient was revised due to patella pain and laxity. Surgeon did not lock art surface with locking screw. Informed by sales representative that it was required. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event cannot be confirmed. Visual examination of the provided picture identified signs of wear (surface scratches), but due to the limitations of the picture resolution, further evaluation could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per nexgen cr-flex and lps-flex fixed bearing knee package insert, pain is a known adverse effect of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.